Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the pack of the suture only had four needles instead of five. The patient status was unknown.